Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report that a patient experienced an allergic reaction resulting in infection at sensor insertion site on (B)(6) 2015. Sensor was inserted at the buttocks on (B)(6) 2015. Patient was seen by physician on (B)(6) 2015, and prescribed antibiotics for sensor insertion site infection. Distributor reported no permanent damage to body structure due to this issue. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).